Event description:
Gr.3 hypokalemia. Gr.3 enterocolitis infectious. Subject underwent first chemo infusion on 11/22, which she had tolerated well. Now, since 11/26, she has had persistent nausea and vomiting. She notes that since 11/27 she has had drainage of enteric contents from her j-tube site. She is also endorsing a lot of diarrhea over this time. She notes some abdominal pressure and significant bloating as well over this time. She reports her emesis is mostly bilious gastric contents. She has been tolerating continuous tube feeds throughout this whole time, and reports that her emesis does not appear to be regurgitation of her tube feeds. In the ed, she was found to be profusely dehydrated, with lactic acid of 4 which down trended to 3.1 with fluids administration, and bun/creatinine of 38/0.84. Imaging revealed distended colon with air-fluid levels which may reflect an ileus, and uncertain location of the balloon anchor of her j-tube.